Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a wedge / segmental resection procedure. The surgeon started the first firing to the pulmonary parenchyma, however, the device stopped after firing 30mm. Then the surgeon pulled the black return knob back and removed the device from the tissue with no problem. Replaced by a new device and the firing was completed with no problem. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Investigation summary: post market vigilance led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.